Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, the device was interrogated which revealed inappropriate automatic mode switching episodes due to post-paced oversensing. The device was reprogrammed to increase atrial sensing and the issue was resolved with no adverse consequences to the patient.